Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Concomitant medical products : 856202012 dist tib antlat r nrw 12h ste 688520, 856135032 3.5x32mm cort lock scr ste 532730, 856135032 3.5x32mm cort lock scr ste 774040, 856135034 3.5x34mm cort lock scr ste 120400, 856135040 3.5x40mm cort lock scr ste 120550, 856135040 3.5x40mm cort lock scr ste 939680, 856135042 3.5x42mm cort lock scr ste 149770, 856135042 3.5x42mm cort lock scr ste 433990, 851218000 3.5mm low pro cort washer ste 558360, 851218000 3.5mm low pro cort washer ste 955000, 851235018 3.5x18mm low pro cort scr ste 883080, 851235032 3.5x32mm low pro cort scr ste 222000. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03243, 0001825034 - 2019 - 04058, 0001825034 - 2019 - 04059, 0001825034 - 2019 - 04060, 0001825034 - 2019 - 04062, 0001825034 - 2019 - 04063, 0001825034 - 2019 - 04065, 0001825034 - 2019 - 04066, 0001825034 - 2019 - 04069, 0001825034 - 2019 - 04070.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified that the tibial and fibular are fractured. Fracture of the tibial plate and the most proximal tibial fixation screw. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: 856202012 688520 dist tib antlat r nrw 12h ste. Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03243.

Event description:
It was reported that initial surgery was performed with alps plates and screws. To fix the distal tibial bone. Subsequently, a revision procedure was performed due to fracture of the plate and proximal tibial screw. The patient's bone did not heal as expected post initial procedure. No additional patient consequences are known..